Event description:
It was reported that this right ventricular was surgically abandoned due to exhibiting high out of range shock impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.